Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu404015/10982276). On the following day, the patient expired. Additional information was requested by gore, but could not be obtained.